Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the unit primed to fill. Circulation pump was serviced during the pm process. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ttm called to state the arctic sun device was not cooling. A check of t4 showed that it was at 21c. Draining from the left drain port resulted in approximately 1l of water. Discussed that this was indicative of a failed chiller and discussed they would be writing up a quote for depot repair. Per additional information updated from ttm on 26feb2025, biomed stated they had a device they need to send in for repair and get a loaner. Biomed provided s/n (B)(6). They were not sure what was wrong with it, stated it was electrical or not heating possibly. Per follow up information received via task on 31mar2025, sample has been received for repair. No patient involved at the time of the malfunction. Per sample evaluation results on 23jun2025, the unit being prime to fill during the evaluation per service technician.